Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-02358/02359 & 2016-01074). Additional mdrs were filed for the same person (reference 1825034-2016-02452/02453).

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately sixteen years post-implantation due to pain and metallosis with staining of periarticular tissues. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes received indicate the patient underwent a left hip revision procedure approximately fourteen years post-implantation due to recurrent dislocations, metallosis and pseudotumor formation. During the revision procedure, the acetabular cup was observed to be in an improper orientation. The operative report also noted corrosion, synovitis, recurrent instability and impingement of the trunnion. The acetabular cup, liner and modular head were replaced with another cup and a constrained liner and head.